Manufacturer narrative:
Additional/changed and/or corrected data : a.2, b3, b5.

Event description:
Patient additionally reported left side "presence of free silicone in the cse and towards axillary extension of the left breast, and in homolateral axillary nodes," and "pain and discomfort." Device remains implanted.

Event description:
Company representative received email from patient reporting "both of them came out broken." Device remains implanted. This is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: signs of bilateral intracapsular rupture; presence of free silicone in the breast and left axillary region.